Event description:
It was reported that the patient has had multiple knee surgeries for infection or loosening per surgeons records. This time she fell and most likely loosened both the femur and tibia. When she fell in 2011 her fractured tibia was plated. Surgery completed on (B)(6) 2013 and both the femur and tibia were loose and replaced with another mrh.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
It was reported that the patient has had multiple knee surgeries for infection or loosening per surgeons records. This time she fell and most likely loosened both the femur and tibia. When she fell in 2011 her fractured tibia was plated. Surgery completed on (B)(6) 2013 and both the femur and tibia were loose and replaced with another mrh.

Manufacturer narrative:
Insufficient medical records were received for review with a clinical consultant. The event was not confirmed. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The patient experienced a fall which is the most likely cause of the reported loosening in this event. The patient has had several revisions surgeries due to loosening and/or infection and has also experienced more than one fall.